Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported the catheter was occluded. The actual reservoir volume was 30 cc, and the expected reservoir volume was 5 cc. The pump was not replaced as there was no pump issue. The catheter was replaced on (B)(6)2017. The issue had been resolved.

Manufacturer narrative:
The main component of the device system the relevant components include: product ID: 8780, serial (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving an unknown drug via an implantable infusion pump for intractable spasticity. It was reported that in the last two months, a catheter dye study had been performed and the hcp was not able to aspirate. The hcp was thinking the catheter was possibly kinked so they planned on revising the catheter. A large volume discrepancy had been seen as well, actual reservoir volume (arv) > expected reservoir volume (erv). The surgeon wanted to check if there were any issues with the pump as well because if there were then they would rather replace it all at once. No current anomalies were seen in the logs. Withdrawal symptoms were reported. No further complications were expected or anticipated.